Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. The medical records provided included the patient's implant operative report details for the non davol grafts and the non davol product implant tracking log and the implant operative report and implant tracking log for the bard 3d max mesh. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2006 - the patient was diagnosed with stress urinary incontinence (sui), cystocele, intrinsic sphincter deficiency and midline cystocele. The patient underwent a cystourethroscopy and pelvic exam. On (B)(6) 2006 - the patient was diagnosed with intrinsic sphincter deficiency, stress urinary incontinence (sui), urethral hypermobility and cystocele. The patient underwent a pubovaginal sling procedure with autologous rectus fascia, anterior/posterior colporrhaphy with implant of two non davol grafts and perineoplasty. On (B)(6) 2006 - the patient was diagnosed with uterine prolapse. The patient underwent a robotic-assisted total abd hysterectomy, bilateral salpingo-oophorectomy and a sacrocolpopexy with implant of a medium right bard 3d max mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.